Event description:
The mother reported, the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 570mg/dl. The mother stated that the events leading to her daughter's admission were dehydration and vomiting. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.